Event description:
As reported by customer, during a cardiac procedure, air bubbles were visualized in the tubing of the contrast controller. It could not be determined where the air was entering the system. When the unit was replaced by another, there was no problem. There was no air injection or pt injury. The used device has been returned for eval.

Manufacturer narrative:
The device history records for reported lot number were reviewed and no quality related issues or manufacturing deficiencies were noted at the time of MFR. No previous complaints have been rec'd on the reported lot number. A review of the bsc complaint report for the contrast controller product family did not reveal any adverse trends for air bubbles in the previous 15 months. The returned device was leak tested per our specifications and functioned properly with no air or fluid leakage noted. All contrast controllers are leak tested during production. Additionally, all bonding is verified for integrity and correct orientation. The complaint could not be confirmed, and the root cause unable to be determined, as the device appears to have been manufactured correctly.